Event description:
This is 7 of 7 reports linked to mfg report numbers: 3013886523-2025-00174, 3013886523-2025-00175, 3013886523-2025-00176, 3013886523-2025-00177, 3013886523-2025-00178, 3013886523-2025-00179. A physician reported that patients implanted with the bactiseal catheter (catalog #823072) developed late-onset ventriculitis. This condition was observed in seven patients between october 2024 and april 2025. The ventriculitis manifested approximately one month post-implantation. In all reported cases, the inflammation subsided within three months without the need for additional treatment. The catheters remained implanted in the patient. One of the seven cases involved bleeding. No signs of inflammation were observed around the abdomen or on the skin in any of the cases. The affected patients included individuals diagnosed with both secondary normal pressure hydrocephalus (snph) and idiopathic normal pressure hydrocephalus (inph). All patients reportedly recovered, and no further clinical details were made available by the reporting hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal catheter kit (ID 823072) was not returned for evaluation (product remain implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.